Manufacturer narrative:
Concomitant device(s): flexability¿ ablation catheter, inquiry¿ optima¿ diagnostic catheter, reflexion¿ spiral ep catheter. An event of pericardial effusion was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Additionally, no lot number was provided so a review of the device history record (DHR) was not possible. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturing ref: 3005334138-2020-00153, 2030404-2020-00025, 2182269-2020-00031. The following was published in wiley, journal of arrhythmia titled, "effects of additional ablation of low-voltage areas after box isolation for persistent atrial fibrillation" by kumagai, koichiro, et al.: one patient in the group without lvas had a pericardial effusion, but no surgical intervention was required. No major complications occurred in any of the groups.